Event description:
It was reported the patient had a catheter revision following a pump replacement as the patient experienced poor pain control. The hcp was unable to withdraw fluid from the side port during an attempted dye study. The catheter was replaced and the old catheter showed no signs of breaks or kinks. The sutureless connector was removed and it was noted the inner portion had come apart from the white outer portion and remained on the pump nozzle. It was removed and returned to the manufacturer for analysis. No other symptoms or outcome were reported.

Manufacturer narrative:
The catheter and pump connector have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.